Event description:
It was reported that guidewire tip detachment occurred. The patient presented with cold leg and underwent angiogram. The target lesions were located in the 99% occluded superficial femoral artery (sfa) and 100% occluded posterior tibial artery (pta). The lesion characteristics were moderately tortuous and moderately calcified. After advancing a 300cm angled tip v-14 control wire, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over the wire; however, resistance was noted. Following dilatation, an attempt was made to advance the wire and the balloon further distally when the tip of the wire sheared off. The detached tip was left inside the patient up against the vessel wall. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the v-14 control wire was returned for analysis. Visual and microscope inspections were performed. It was observed that part of the distal tip was detached, but the detach section did not return for analysis. Also, the rest of the distal tip was kinked. No other issues were identified with the device.

Event description:
It was reported that guidewire tip detachment occurred. The patient presented with cold leg and underwent angiogram. The target lesions were located in the 99% occluded superficial femoral artery (sfa) and 100% occluded posterior tibial artery (pta). The lesion characteristics were moderately tortuous and moderately calcified. After advancing a 300cm angled tip v-14 control wire, a 2.5mm x 220mm x 150cm coyote balloon catheter was advanced over the wire; however, resistance was noted. Following dilatation, an attempt was made to advance the wire and the balloon further distally when the tip of the wire sheared off. The detached tip was left inside the patient up against the vessel wall. There were no patient complications as a result of this event.